Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report hospitalization for high blood glucose levels over 600 mg/dl. Customer stated they were asleep when the device received a no delivery alarm and the insulin pump suspended. Customer states they became really sick including chest pains and vomiting. The customer stated she treated herself with a syringe. The customer was not wearing the device at hospitalization and had been off the device 6 hours prior. The customer completed troubleshooting and no problems were found, however customer declined the high pressure troubleshoot. The customer was advised to call back if high blood glucose levels persisted. The product was not returned for analysis.